Event description:
It was reported that the customer was hospitalized with hypoglycemia. The blood glucose reading was 0.9mmol/l. It was stated that the customer was napping on the floor in front of fireplace and his wife was not able to wake him up. The paramedics were called and he was brought in by ambulance. The caller mentioned that he was going low, but he delayed getting his insulin and went to rest. The customer mentioned having motor error alarms followed by another error while priming. Troubleshooting was performed, and the displacement test passed. The caller stated that he went through a fully body scan and did not know if they removed the insulin pump at the time. It was stated that the one of the black o-rings were crooked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.